Event description:
It was reported that during a varix procedure, the clips will not hold after placing. No patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.